Manufacturer narrative:
Device not returned by customer.

Event description:
It was reported that during a surgical procedure at the user facility the device stopped working and the tip melted. The user facility reported that the procedure was completed successfully and that there were no adverse consequences or medical interventions.